Event description:
It was reported that an altitude alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the existing cartridge.